Event description:
It was reported that during a gastric bypass procedure, the surgeon had difficulty releasing the handles of the device. This occurred with the second reload. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.